Event description:
An alarm 2 was followed by an alarm 26, which was reported by the caller in relation to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor read "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin, and no further assistance was needed.